Event description:
Additional information received from the rep stating that this patient they believe falls under the columbia sc territory (steve cloud). Additional information received from the rep stating that this account changed hands as of fy26 and is now supported by steve cloud and his team in our district. When looking back at the device registration, it appears the battery was replaced in (B)(6) 2023 by(B)(6). Unfortunately, matt is no longer with medtronic as of (B)(6) 2025. Rep said they would assume since the battery was not sent back it was disposed at the time of the replacement by the hospital.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that the implantable neurostimulator (ins) was replaced because the old one went bad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that they are unfamiliar with this patient and to their knowledge no manufacturer r epresentative has possession of the device. The surgeon is also unfamiliar with this. Additional information received from the patient that they are unfamiliar with this patient and they said they will reach out.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.